Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3778-60, # (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was later reported that during removal of the old system the hcp was monitoring the spinal cord and noticed some changes in the spinal pathways. Due these changes it was decided that the patient would not be re-implanted. The hcp stated that the changes had nothing to do with the old scs device and that a cause for the changes was not known. It was reported that the patient recovered well post-operatively.

Event description:
It was reported the patient's leads had migrated. The patient subsequently experienced pain. It was noted that a revision was schedu led for (B)(6), 2013. The patient's status was listed as no injury and no adverse event. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6). Product type lead.

Event description:
Additional information received reported that the patient went in for a revision but there was a surgical complication and the doctor had to remove all equipment and could not replace anything. It was noted that the surgical complication had nothing to do with the implanted products. Additional information has been requested, but was not available as of the date of this report.